Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the device. Lead damage was suspected but it was not confirmed. Provocative testing was performed and the noise was reproduced. No intervention has been completed at this time. The patient is stable with no consequences.